Event description:
The medical device associated with this report is a non-sterile, rayon-fiber tipped applicator (ob/gyn) consisting of a plastic stick and the rayon-fiber bud. It was communicated that the tip comes off with any kind of pressure, dry or wet. The customer stated that it was unsafe to patients to have the end of the tip come off inside the vagina. The manufacturer stated that in (B)(4) 2011, they reduced the concentration of glue which was used to secure the rayon tip to the plastic shaft. The low concentration of glue used to secure the rayon tip to the plastic shaft was determined to be the most probable root cause of the tip coming off.